Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the red port, blue port, clamps, bifurcate and cannula appeared intact. A functional evaluation found that the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the blue port side. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, customer reported a leak on the middle section of transparent silicone hose of the venous (blue) tube. It was stated that the clamps are not moved to a new location after each treatment, no other products are utilized with the device. Treatment was completed by replacing the device with a new one. It was stated that the catheter was not repaired, no cleaner was used on the device, no dico additives were used. There was no luer adapter issue. There was blood loss of 3ml. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned video noted: the catheter is being used during a surgical procedure. There is fluid coming from the tube of the catheter and is being wiped away with a surgical swab. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a leak on the middle section of transparent silicone hose. It was stated that the catheter was not repaired, no cleaner was used on the device, no dico additives were used. There was no luer adapter issue. There was no reported patient injury.